Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic recently reported that the patient has no access to sound with the device. There was no incident of accident or trauma reported.

Manufacturer narrative:
Conclsuion: damage to the active electrode likely caused by minute device mobility was determined to be the root cause of device failure. Additionally, there is damage to one of the reference electrode contacts, which is most likely due to continuous movements on the reference electrode. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The clinic recently reported that the patient no longer has access to sound with the device. The patient reported a gradual decrease in access to sound. There was no incident of accident or trauma reported. The patient has been re-implanted.